Event description:
Additional information was received indicating the physician suspected right atrial (ra) lead damage, however, diagnostic imaging was not performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a remote follow up, low pacing impedance and inappropriate automatic mode switch (ams) due to far field r-wave oversensing and noise resulting in oversensing was noted on the right atrial (ra) lead. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the low pacing impedance, noise resulting in oversensing, and far field r-wave oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).